Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported seeing a por (power on reset) message. The patient reported that she went to turn stimulation on and it said por. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.